Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed bent and flattened anterior cuff tabs and damaged anterior needle barb, indicating that the anterior cuff had detached from its needle tip during the needle plunger retraction and this could appear very similar to the reported anterior cuff miss. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. During testing, a plunger was inserted and retracted successfully without any observable resistance. Because the suture was not returned with the device, it could not determined if it was dragged through the device during the suture retrieval process which could contribute to cuff-to-needle tip detachment. Based on the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. However, possible causes for cuff-to-needle tip detachment during the suture retrieval process include, but not limited to, challenging anatomical conditions or abruptly pulling out the needle plunger after needle deployment. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.